Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead continued to exhibit undefined impedance and calcification was suspected. The lead could not be explanted. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high/undefined impedance, rising thresholds and was suspected to be failing. The lead remains in use. No patient complications have been reported as a result of this event.